Event description:
Reported events of "2 mm nodules" within 13 patients who were "treated with massage and 0.2 ml of hyaluronidase" found in the following journal article: "chin microgenia: a clinical comparative study," aesthetic plastic surgery, (B)(6) 2015. Authors noted, "the planned amount of injected filler was 1 ml."

Manufacturer narrative:
Unique identifier (UDI)#: not applicable.

Event description:
Follow-up reveals number of patients to be 10 and that symptoms "normally onset at 20 days as severe swelling and bumping of all the treated areas." Author indicated the "severe swelling and bumping of all the treated areas" is not device related due to "thin skin."